Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes. Customer experienced a low blood glucose (bg) level of 26 mg/dl. Customer consumed glucose tablets to address bg level. Customer continued to use current pump for insulin therapy.